Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm ICD, (B)(6) 2012; 429688 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), resulting in nine shocks. The lead remains in use; no known intervention was performed on the lead due to the patient experiencing "electrolyte problems." No further patient complications have been reported as a result of this event.